Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was stuck on the recovery screen. A field service engineer (fse) found the station stuck on the recovery screen upon arrival and was unable to proceed past the blue password screen. The fse replaced the hard drive and reimaged the system. The pharmacy staff then verified that the station was functioning normally, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system was not working properly. The station screen was black with a small blue box prompting for a password, and the remote support service (rss) was offline. The station was stuck on the recovery screen, preventing users from logging in, and staff were unable to access medications from the station. The customer tried to power on the device and did reboot, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.